Event description:
There was an allegation of questionable false-positive elecsys toxo igg assay results from the cobas e 801 analytical unit for one patient. The initial result was 50.6 iu/ml (reactive). The first repeat result on another e801 was 13.6 iu/ml. The second repeat result was 12.9 iu/ml. It was not specified which analyzer this result was from. The result of the patient's other sample on (B)(6) 2026 was < 0.180 iu/ml. The result of < 0.180 iu/ml was considered correct based on the patient's medical history.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.